Event description:
Right medial unicompartmental knee replacement done ten months ago. Patient reports that it has been painful since placed. Mechanical failure of the component was thought to cause that pain.